Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint with associated MFR# 2954740-2016-00281. The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. (B)(4). Penumbra 5 max intermediate catheter; synchro guide wire 0.014 in; prowler select plus microcatheter 0.021 (lot unknown) (B)(4). The revive will not be returned and there are no alleged quality issues, therefore no root cause analysis can be performed. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint; no device returned; no analysis required. Device ineffective is a known potential adverse event associated with the use of the codman revive se product and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that thrombus/vessel characteristics may have contributed to the device ineffective event. No further actions are required at this time.

Event description:
As reported by re-act study, subject 08-014 underwent combined protocol of rtpa and thrombectomy on (B)(6) 2016. Pre-treatment magnetic resonance imaging revealed a thrombus located in right middle cerebral artery (mca). Rt-pa given pre-angio at a dose of 0.9mg/kg; no ia or IV lytic given intra procedurally. Two passes were made with pump aspiration (competitor¿s device) and then four passes were made with revive se (frs21452299/t10091) however the mca could not be re-canalized. Due to the delay and failure to canalize the mca the procedure was interrupted and not completed. It was reported that due to repositioning the revive se was deployed several times. The adverse event of revive se malfunction leading to no recanalization was reported to be moderate in severity and not a serious adverse event. The event was reported to be related to the device or the procedure and unrelated to the medication or the underlying disease state. The event resolved without sequelae on (B)(6) 2016. Tici score preprocedure: tici 0 tici score postrevive se : tici 0 and at the end of procedure : tici 0.

Manufacturer narrative:
This is one of one follow-up MDR report being submitted for this complaint with associated MFR# 2954740-2016-00281. Method code for DHR review added.